Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported feeling a burning sensation at their implantable neurostimulator (ins) site that seems to be getting worse. The patient stated that the issue started 2-3 months ago; they will feel the burning sensation for 2-3 minutes and then it will go away. It was also noted that the patience experiences this issue while on program 3 at 1.6v. Additional information received from the healthcare provider indicated that the patient was advised to schedule an appointment but has not done so yet. The patient is not sure what circumstances led to the burning sensation, but stated that they are fine because it doesn¿t happen all of the time. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.